Event description:
It was reported that eleven months post implant of the implantable pulse generator (ipg) system the patient experienced an infection and was septic. The ipg system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.